Event description:
This is a spontaneous case report received from a medical doctor in united states on 13-apr-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) lot number c76452 inserted on (B)(6) 2015. On (B)(6) 2015, tip of essure with 4 coils detached after deployment. Bilateral placement was achieved. There was no injury to the patient. The product technical complaint (ptc) investigation and final assessment were received on 28-apr-2015. (B)(4). Final assessment: lot c76452; expiration date: 31-jul-2017 manufacturing date: 14-jul-2014. The reporter noted a sample was available for return, but we have not yet received the returned sample. Since no product has returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. This severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue and a usability issue. However, no adverse events were reported at this point in time. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect - but plausible. According to the technical assessment a quality defect was not confirmed but considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Although the technical investigation concluded a potential causal relationship between the technical issue reported and a quality defect, the assigned final risk category IV reflects a defect which does not pose a hazard to patient's health. In summary, a causal relationship between the potential product quality issue and adverse events cannot be assessed, as no adverse events were reported at this point in time. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure tip of essure with 4 coils detached after deployment. Bilateral placement was achieved. This event, interpreted as device breakage, is non-serious and was considered listed upon receipt of the product technical analysis. During difficult insertions, single cases have been reported of essure breakage. In the present case, limited information was provided. Physician reported that after deployment the tip of essure with 4 coils detached. Therefore, since the breakage occurred during the insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to the product technical analysis, a quality defect was not confirmed but considered plausible, and although the technical investigation concluded a potential causal relationship between the technical issue reported and a quality defect, the assigned final risk category reflects a defect which does not pose a hazard to patient's health. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 28-jul-2015: follow-up attempts were done, with no response to date. Case considered closed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure tip of essure with 4 coils detached after deployment. Bilateral placement was achieved. This event, interpreted as device breakage, is non-serious and was considered listed upon receipt of the product technical analysis. During difficult insertions, single cases have been reported of essure breakage. In the present case, limited information was provided. Physician reported that after deployment the tip of essure with 4 coils detached. Therefore, since the breakage occurred during the insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to the product technical analysis, a quality defect was not confirmed but considered plausible, and although the technical investigation concluded a potential causal relationship between the technical issue reported and a quality defect, the assigned final risk category reflects a defect which does not pose a hazard to patient's health. Despite follow-up attempts no further information was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.